Event description:
It was reported that a 74-year-old female patient (57 kgs) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. After pulmonary vein isolation (pvi) was finished and right atrium (ra) treated, when cavotricuspid isthmus (cti) was created, it was confirmed that blood pressure decreased and pericardial effusion was confirmed by echography. Drainage was performed. The intervention provided to the patient was vasopressors for hypotension and protamine for heparin neutralization. At present, blood pressure recovered with drainage and vasopressor loading, and the patient returned to the intensive care unit (ICU) and the condition had been stable. There were no medical history/treatment history/other diseases currently being treated. Contents and results of laboratory tests include pericardial effusion by echocardiography. This adverse event was discovered post use of biosense webster products, during the ablation phase. The patient outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event, but details are unknown. No other relevant patient history was provided. Prior to noting the pericardial effusion ablation had already been performed. Real time graph; dashboard; vector; visitag force visualization features were used. Force over time (fot) was the additional filter used with the visitag. Tag index color option was used prospectively. The physician¿s opinion on the cause of this adverse event is that it was procedure related. There was evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 5/5. Correct catheter settings were selected on the smartablate generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, parameters for stability used were range: 2, time: 3 fot of 25%, tag size:2mm. The doctor provided additional comments indicating the physician did not notice whether or not it might be a steam pop because it might have stuck in a pouch at the time of cti, and ci was gradually decreasing, so it was not a large pop at least.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a 74-year-old female patient (57 kgs) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. After pulmonary vein isolation (pvi) was finished and right atrium (ra) treated, when cavotricuspid isthmus (cti) was created, it was confirmed that blood pressure decreased and pericardial effusion was confirmed by echography. Drainage was performed. The intervention provided to the patient was vasopressors for hypotension and protamine for heparin neutralization. At present, blood pressure recovered with drainage and vasopressor loading, and the patient returned to the intensive care unit (ICU) and the condition had been stable. There were no medical history/treatment history/other diseases currently being treated. Contents and results of laboratory tests include pericardial effusion by echocardiography. This adverse event was discovered post use of biosense webster products, during the ablation phase. The patient outcome of the adverse event is fully recovered. Device investigation details: on 28-jun-2022, additional information was received indicating that the device is not available to be returned. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30731725l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).